Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that following deployment both of the promus element stents were post-dilated with the stent delivery balloon for 15 seconds to 20 atms.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure a vessel dissection, plaque shift and stent damage occurred. The 80% stenosed, diffuse, and de novo target lesion being treated was located in the mild to moderately tortuous and mildly calcified proximal to mid left anterior descending (lad) artery. Other diseased segments were located in the distal left main coronary artery (lmca) and the diagonal (dx) branch. Two non-bsc guide wires were advanced and placed in the lad and the dx. The lad was predilated with a 3.00mm quantum maverick balloon catheter. The mid dx was then predilated with a 2.00x20mm maverick balloon catheter. A 3.00x24mm promus element stent delivery system (sds) was then advanced to the proximal lad and deployed at 14 atms after 10 seconds. A 2.50x32mm promus element sds was advanced to the mid lad and deployed overlapping the 3.00x24mm promus element at 14 atms after 10 seconds. A vessel dissection was noted in the proximal lad. It was then noted that the septal branch was blocked by plaque shift and the 2.50x32mm promus element stent. A non-bsc guide wire was advanced to the septal branch and a 1.50x20mm maverick balloon was advanced and could not cross the ostium of the septal branch. The maverick balloon was withdrawn without difficulty, however when the physician attempted to withdraw the guide wire there was strong resistance. The guide wire was removed intact and angiography was performed. A gap between the 2 promus element stents was noted via angiography. The 2.50x32mm promus element stent was damaged. A 2.50x16mm promus element stent was then advanced and deployed overlappping the gap between the two previously placed stents. It was noted that the proximal lad "was damaged," so a non-bsc stent was advanced and deployed in the lmca. The procedure was completed at this point. No additional patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.